Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up, oversensing and increase of capture threshold were observed on ventricular lead. When x-ray was taken to confirm of the lead position, lead dislodgement was suspected. The lead was repositioned successfully. There were no adverse consequences to the patient.